Manufacturer narrative:
Head and liner exchange and wash out due to infection. All manufacturing process have been completed according to validated specifications. Therefore bioball system components are not estimated to have caused or contributed to the infection.

Event description:
Head and liner exchange and wash out due to infection.